Event description:
This is a follow-up for the initially filed MDR 3011581906-2020-00005.

Manufacturer narrative:
On 02/02/2021, infutronix confirmed with the service provider that the affected device was never returned for evaluation and therefore no root cause could be established. The reported issue was not confirmed.

Manufacturer narrative:
Infutronix is waiting for the device to be returned for evaluation.

Event description:
On 06/02/2020, a distributor of infutronix reported a tubing connection issue. The user facility contacted the distributor on 05/21/2020, stating that "the air filter became disconnected from tubing." Device operator was a registered nurse. A patient was involved but not harmed. The contract manufacturer of the affected device is (B)(4).